Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
On (B)(6) 2014, the device was used to perform percutaneous drainage of the retroperitoneal abscess by a doctor of radiology department. On (B)(6) 2014, since a doctor of gastroenterological internal medicine department confirmed shrinkage of abscess, he attempted to remove the device from the pt by releasing the mac-lock. The drainage catheter could be removed but the suture remained inside the pt. The user tried to remove the suture from the pt, but because resistance made suture removal impossible, no additional treatment was conducted on the day. As of (B)(4) 2014, a part of suture is still out the pt body surface. Suture removal is currently considered. (B)(6) 2014 - it was confirmed that the lever was released prior to removal of device from pt.